Event description:
The lay user / patient contacted lfs alleging that his ultralink meter does not power on. The pt did not exhibit any symptoms or seek any medical intervention due to the reported issue. The pt was using the correct test strips and the meter did not power on using the power button. The batteries were correctly installed. The batteries were in good condition. The pt replaced the battery per the owner's booklet and issue persisted. The meter was replaced, the complaint is being reported due to the meter not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.